Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a thoracoscopic lobectomy. Loaded the reload with the powered stapling handle and checked the opening and closing of the jaws function. The surgeon press the center control button to the right and the jaws closed. The other functions of the center control, close and open jaws, articulation to the left, and rotation all worked properly. When the center control is pressed to the right, the jaws close. Therefore, the jaws articulating to the left could not return to the straight position. When the surgeon pressed long to the upper, it returned to the straight position. The surgeon pressed to the right slowly as a trial, but the jaws closed as well. The powered stapling handle was placed onto the charger to reset. A new clam shell and adapter were used, but nothing changed. The procedure was completed with new devices. There was no patient harmed.